Event description:
Product analysis was completed on the returned handheld device, power cable, serial cable, and associated flashcard. No anomalies were found with either the handheld device or flashcard that would impact device functionality and the charging failure was not confirmed. Good faith attempts to obtain additional information from the initial reporter including handling/charging conditions of the handheld device were unsuccessful.

Event description:
It was reported on (B)(6) 2013 by the company representative, that a vns treating physician's handheld had some issues despite charging the handheld completely. The company representative was able to interrogate his demo generator using the physician's handheld however the handheld would go black and would not power on after interrogation. After a hard reset was performed, the company representative was able to progress past the "clear all data" screen and briefly see the dell logo before it went black again. When the power button was pushed, "memory issue error" message would be observed. There were no patient's affected as result of this as the issue with the handheld was identified before the patient appointment however the physician stated he was experiencing this issue since (B)(6) 2013. The handheld was returned back to the manufacturer and was received on (B)(6) 2013. Product analysis on the returned handheld is currently in progress. Good faith attempts for more information are currently in progress.